Event description:
During a remote follow-up, episodes of far field r waves oversensing were observed on the device. Technical support was contacted for advising. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional regulatory report required for completion of device analysis.